Manufacturer narrative:
This event occurred in (B)(6). For troubleshooting, the customer performed an additional measurement with all the samples on a different e 801 module, and the results were "fine." The customer's sales representative confirmed the situation and could not establish the cause. The customer's calibration data was ok. The customer's qc and sample pre-analytical data were requested but not provided. The investigation reviewed the customer's alarm trace and no abnormalities were discovered. The investigation did not identify a product problem. The cause of the event could not be determined. Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter received questionable elecsys ft3 iii results for eight patients tested on a cobas 8000 e 801 module. The initial ft3 results were not reported outside the laboratory. The customer performed repeat testing with the samples on another e 801 module for confirmation. Patient 1's initial ft3 result was 32.5 pg/ml with a data flag, and the patient's repeat result was 3.00 pg/ml. Patient 2's initial ft3 result was 32.5 pg/ml with a data flag, and the patient's repeat result was 2.91 pg/ml. Patient 3's initial ft3 result was 32.5 pg/ml with a data flag, and the patient's repeat result was 2.70 pg/ml. Patient 4's initial ft3 result was 32.5 pg/ml with a data flag, and the patient's repeat result was 2.70 pg/ml. Patient 5's initial ft3 result was 32.5 pg/ml with a data flag, and the patient's repeat result was 3.90 pg/ml. Patient 6's initial ft3 result was 32.5 pg/ml with a data flag, and the patient's repeat result was 2.20 pg/ml. Patient 7's initial ft3 result was 32.5 pg/ml with a data flag, and the patient's repeat result was 2.67 pg/ml. Patient 8's initial ft3 result was 32.5 pg/ml with a data flag, and the patient's repeat result was "about 2 to 3 pg/ml." The ft3 reagent lot number was 476059 with an expiration date of 31-aug-2021.